Event description:
Placing left ij central line. Wire in, visualized via ultrasound, line placed over wire. As wire was being withdrawn (with light pressure), approx 12-15cm of wire snapped off in hand and uncoiled. Able to finish retrieving entire wire from line. Distal to the break, remainder of wire intact. Procedure able to be finished without further incident.